Event description:
During implant, the sensing lead penetrated the space between the internal intercostals and lung. The issue was recognized, the area was oversewn with two layers of suture. The area was flooded with saline, anesthesia performed valsalva without any bubbles being seen. The lead was then moved to a different rib space successfully. Post-op chest x-ray did not show pneumothorax. The patient was clinically asymptomatic and discharged per usual.